Manufacturer narrative:
Zoll medical corp has rec'd the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a female pt with electrodes, the device would not discharge. The medics switched to paddles to continue treatment, however, they were unable to convert the pt. Complainant indicated that the pt subsequently expired. Complainant indicated that during testing subsequent to the event, they were able to duplicate the reported malfunction on a manikin using electrodes.